Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the fourth day after laparoscopic proctectomy, leak in the anastomotic region was reported and confirmed. Stoma was created as restorative method. The incision was also extended due to device issue.